Event description:
According to the reporter: procedure: liver resection. During use, the insulation burned and caused a burn to the liver. Sparks were generated so the surgeon stopped using the device. Nothing from the device fell into the patient's cavity. The device was replaced with another one.

Manufacturer narrative:
(B) (4)